Event description:
It was reported that during the procedure while taking the subject microcatheter distally, physician felt friction and on applying force the subject guidewire broke inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The visual and functional testing were not performed as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that no anomalies were noted to the device during initial inspection and preparation, the device was prepared as per the dfu, the guidewire tip was not shaped, continuous flush was maintained for the duration of the procedure, friction/resistance was felt when taking a turn with the microcatheter more distal, and force was used to overcome the resistance. Based on this information, it is probable that the guidewire fractured as a result of being advanced against resistance. Per the device dfu: "always advance or withdraw the guidewire slowly and carefully. Never advance, auger, withdraw, or torque a guidewire which meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling or prolapse of the guidewire tip. Excessive force against resistance may result in damage to the guidewire, such as separation of the guidewire tip, damage to the interventional device, and/or vessel perforation. Determine the cause of the resistance under fluoroscopy and take any necessary remedial action." An assignable cause of use error will be assigned to the reported events ¿guidewire broken/fractured during use¿ and ¿guidewire difficult to advance¿ since there was a deviation from the supplied dfu that resulted in a different medical product response than intended by the manufacturer or expected by the user. H3 other text : the device is not available to the manufacturer.